Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was very slow, and would hesitate during testing; the programmer could not finish threshold testing without presenting with a message stating, "test programming not confirmed. Noisy telemetry with device. To retry, re-position programming head and press and hold 'test.'" It was also reported that the printer "creeped" very slow. Attempting with a different radio frequency (rf) programmer head did not resolve any of the issues. The programmer has been returned for repair, and is no longer needed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the programmer was very slow, and that it could not finish threshold testing. The error log files were pulled, and the software was reloaded. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests.